Event description:
Healthcare professional reported "deflation after tripping over her dog¿s leash. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation and other-medical: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non-penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these.

Event description:
Healthcare professional reported "deflation after tripping over her dog¿s leash and hitting her chest" confirmed via mammogram and is not device related. This record is for the right side. Device was explanted and replaced.